Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "painful enlargement and deformation of the breast", MRI showed that the "implant had been faulty, which led to a defensive reaction against them"; rupture of the left device and capsular contracture baker grade ii on the left side.

Event description:
Patient's representative reported "painful enlargement and deformation of the breast", MRI showed that the "implant had been faulty, which led to a defensive reaction against them". Patient's representative later reported rupture and capsular contracture, baker grade ii. Left side. Device explanted.